Manufacturer narrative:
Roi product claims coordinator. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing snapped in two pieces during priming. There was no patient involvement.

Event description:
It was reported that the tubing snapped in two pieces during priming. There was no patient involvement.

Manufacturer narrative:
The customer¿s report that the tubing was separated into two pieces was confirmed. Visual inspection observed a separation at the engagement between the tubing and drip chamber¿s outlet port. Closer inspection observed that the tubing had insufficient solvent applied at engagement during manufacturing process. The tubing¿s internal diameter and the drip chamber port¿s outer tubing diameter were measured and found to be within specification. Functional testing could not be performed on the set due to a leak that would occur from the separation. A device history record for model 72213n with lot number 19116196 was performed. The search showed that a total of 7,203 units were built in 1 lot on 19nov2019. The search showed that there were no quality notifications for the failure mode reported by the customer. The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.